Event description:
The device (cev605g) was returned for repair to mxi service and repair.

Manufacturer narrative:
(B)(6). Eval of cev605g indicated that the blades were blunt and the black plastic skirting was heavily damaged. The blades needed to be sharpened. The black plastic skirting was most likely damaged by impact or excessive strain. Note: this MDR is being filed as a result of an internal review of complaint from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's ref #: na. (B)(4).